Event description:
The catheter came out/dislodged and was replaced in 2009. No additional information was provided regarding the event. The device system was delivering compounded morphine and compounded baclofen. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) that the cause of the catheter coming out was not determined. The catheter issue was identified when the patient went to the surgeon to check the catheter, and a dye test was performed on 2015(B)(6). The pump was working fine; the hcp¿s ¿went through the process¿ and determined that everything was working.

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, lot# n171986026, implanted: 2008-(B)(6), explanted: 2009-(B)(6), product type: catheter. (B)(4).